Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received an "insulin occlusion" alert during a breakfast bolus and asked if the pump would complete the dose. The agent explained that it would not but that the ilet correction algorithm would compensate for any missed insulin. The user identified a twisted tube as the cause, which cleared the alert, and was advised to monitor bg levels in case a supply change became necessary. The blood glucose (bg) reading at the time of the call was 159 mg/dl. Bg was not significantly affected. No symptoms were experienced by the user during the event, and no medical intervention was required.